Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a gold probe was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the tip of the gold probe appeared to have become burnt and the gold coating on the probe tip began to peel. The procedure was completed with original gold probe. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a gold probe was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the tip of the gold probe appeared to have become burnt and the gold coating on the probe tip began to peel. The procedure was completed with original gold probe. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Device problem code 2306 captures the reportable event of peeling of coating on tip of probe. Investigation results: one gold probe was received for analysis, by bsc. Analysis of the returned device revealed that the gold bands of the tip were peeled off. No other issues noted. The issue reportedly occurred during procedure, also the procedure was completed with this device. This indicates that it is most likely that the device was received in good conditions by the customer, but procedural or anatomical factors encountered during procedure could have affected the device performance and its integrity. Handling and manipulation of the device during its use could have contributed with the damage found on the device, also interaction with additional tools/instruments could have damaged the device. It was also reported that the generator was set at 60 watts, which is twice the power recommended in the directions for use (90986323, dfu, mb, gold probe, gold probe 350, bsc, aa) "15-35 w", this might have contributed with the failure of the unit since the parameters used were not the recommended as per the dfu. Based on the information available and the analysis performed, the most probable root cause classification is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.